Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "stem impactor will not release from implant. Doctor used slap hammer to release."